Event description:
Revision surgery - due to the patient complaining about instability.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 2 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 3 non-conforming material reports (ncmrs) associated with this product. Ncmr 18359 showed 1 part (part number: 508-00-001) scrapped for missing a marking. Ncmr 16190 showed 3 parts (part number: 508-36-101) returned to the vendor for features not meeting spec. Ncmr 16459 showed 50 parts (part number: 508-36-101) flagged for an undersized dimension, the parts were accepted with the justification "since these heads were originally inspected with calipers and the data was questioned, they were re-inspected with a coordinate measuring machine (cmm) and found to be acceptable. There was a second inspection done before the cmm inspection and the heads were all found acceptable. The cmm was used as a more accurate method and the results were close to the second caliper measurements. A review of the product complaint report history showed this is the second complaint for a part from this lot. The root cause for the instability could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.